Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a stone removal procedure, a cook® single-use holmium laser fiber broke. When putting the laser in ready mode, the fiber broke on the "external part", and the user saw a "spark." Another fiber was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One open package containing a cook® single-use holmium laser fiber was returned for investigation. Inspection of the returned device noted: the device was separated and returned in two segment. The blue jacket was pulled out of the white fiber sheath and the length of the blue jacket measured 235.7 cm. The distal length of the white fiber sheath measured 87.5cm and the proximal segment measured 56 cm. 6 mm of the clear fiber tip protruded from blue jacket and the tip was deformed. Charring was noticed at the point of separation which indicates laser energy was transmitted when the breakage occurred. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: several different factors affect the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Based on available evidence, cook has concluded that the most probable cause of fiber breakage can be related to improper handling of the laser fiber and any of the precautions listed in the IFU such as "improper handling", "never subject fiber optics to sharp bends in handling, use, or storage" and etc. May have contributed to the laser fiber breakage. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a stone removal procedure, a cook® single-use holmium laser fiber broke. When putting the laser in ready mode, the fiber broke on the "external part", and the user saw a "spark." Another fiber was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.